Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use subject flex video scope device had no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective plug unit; an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.